Event description:
It was reported that the customer woke up with high blood glucose, and the insulin pump appeared to be off. The blood glucose reading was 303mg/dl. Reviewed the alarm history and found multiple weak battery and bad battery alarms. The battery was changed four times and the customer got the same alarms. Days later, the mother called back and stated that her son had been experiencing high and low blood glucose. The mother stated that her son had been hospitalized. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.